Manufacturer narrative:
Follow-up #1 date of submission 09/18/2015-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: due to an unrelated moisture damage issue, the pump¿s black box data could not be downloaded. The keypad buttons were unresponsive during testing; the complaint could not be fully investigated due to this and the moisture damage issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a 078 call service alarm issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.